Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd insyte autoguard bl 22ga x 1.0in catheter is splitting. The following information was provided by the initial reporter: defective (plastic needle guard was splitting in patients).

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3223518. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.